Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred after a software update on the device. The customer stated that the device was reset after being powered off and unplugged. However, when testing the device after being powered off, a service required occurred when running on the internal battery. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred after a software update on the device. The customer stated that the device was reset after being powered off and unplugged. However, when testing the device after being powered off, a service required occurred when running on the internal battery. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician confirmed the customer¿s issue. The third-party service technician observed additional error codes in the device¿s event log, none of which indicated a cause for this issue on this device. The cause was due to contamination found on the device. Additional findings not related to the malfunction/issue was damage to the following parts: internal battery door, filter cover, and front panel. The third-party service engineer replaced the front panel, internal door, and filter cover on this device. In addition, the third-party service engineer recognized contamination was found on the following parts: blower assembly, blower bellows seal, blower mount, blower cap, internal battery door, base assembly, cooling fan, fan retainer, machine flow sensor, blower chassis plate, muffler assembly, vanity cover, alarm lens. The third-party service engineer found white residue inside the following parts: tubing, tubing fio2, tubing blower chassis, and tubing system printed circuit assembly. The following part was proactively replaced on the device: air inlet foam filter. After replacing all of these parts, a functional test was performed, and it passed on the device. The device was found to be operational.